Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during preparation of a farawave for a pulse field ablation procedure the scrub tech attempted to flush the flush port and was saw a suspected bubble. They tried to clear the bubble but were unable to clear it. They tried to clear it by tapping on the flush port and pushing fluid through. After a short time of trying, the flush port broke off. A new catheter was opened and the procedure continued as planned. No patient complications were reported. The device will not be returned as it was disposed.